Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hsu5. Implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient has not contacted their doctor who manages their device yet. They indicated they "had [doctor], however [they] have left the practice. Have an appointment with [doctor] on wednesday (B)(6) 2025." When asked the steps taken/will be taken to resolve this issue, the patient noted "will see [doctor] on wednesday (B)(6) 2025 to discuss the problem." The issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2hsu5, implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they have had two falls and think their device was not working, and their leads/"wires" had become loose. They stated this started 3 months ago (confirmed year as 2025). They stated their previous doctor that managed their device has moved. The agent offered to provide patient with physician listing and patient declined stating they are seeing a physicians assistant (pa). They reported they saw a manufacturing representative (rep) 3 months ago that adjusted their therapy and reported it is still not working and they are still leaking. They stated they needed to have an x-ray of their implanted system taken to compare with their initial x-ray. Reviewed role of patient services and redirected patient to their healthcare provider for x-ray and to further address the issue. They requested a manufacturing representative (rep) to be there so they were given the nas number. On 2025-may-20 additional information was received from a manufacturer representative (rep). The rep reported that they had not been in contact with the patient since 2024-oct-29. At that time all impedances were good, they came in on program 2 at 2.4, we moved to program 4 at 1.3. They wanted to see if the device could work better. There were no mentions of any of the issues at that appointment.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hsu5 serial# implanted: (B)(6) 2022 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the comment about the device not working was referring to symptom control. The device seems to be working because when the health care provider (hcp) adjusted the patient felt the stimulation. The cause of the device not working was not determined. Patient stated they will be following up with their hcp on (B)(6) 2025. It was unknown if the issue was resolved. It was unknown if the fall had an effects on the system. The hcp stated the x-rays say stable.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hsu5 implanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they didn't think the device was working properly. They fell several times and believed the leads were moved. They restated that the cause of the issue was that they had 2 falls. They had an appointment with their new doctor on september 3rd. This had not yet been resolved. They believe the implant moved per the x-rays which definitely showed the leads had moved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified the statement of "the device was not working" as meaning "one lead of inter-stim is not working. I fell 2 times and that may have taken lead off course." The patient reported the issue was not caused by normal battery depletion and the cause of the issue was unknown. The patient reported the likely cause as being "2 falls". The steps taken/will be taken were noted as being "[company representative] met with me on (B)(6) 2025 and sent me for more x-rays which I have copies in my possession." The patient indicated that the issue is not yet resolved. The patient also reported that it was unknown if the fall affected their implant. They indicated "one lead not working - maybe??" The patient reported that the x-ray shows that one lead has moved, but the images have "not really" been read by a doctor yet.